Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the procedure involving a transcatheter aortic valve replacement, a cerebral infarction occurred.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329; lot number: 0012097777; use by date: 2026-01-03; UDI: (B)(4). Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the procedure involving a transcatheter aortic valve replacement, a cerebral infarction occurred. Additional information was received that the stroke was confirmed via a neurological assessment. The patient was reportedly "slightly paralyzed" following the stroke.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device updated data: b2. B5. Second paragraph added d4. D10. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.